Event description:
The philips fast spo2 shows a value of 98% the blood-gas taken shows 84,9% (po2 = 6,87). Masimo technology is used at the same time and show the correct value of 85%. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).